Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It is noted that this letter had been sent to the patient prior to the call to the initial reporter on 2019-mar-20 where the initial reporter had confirmed the patient had not been in a wheel chair, only that they considered it because the pain. The patient reported that they had been examined by their managing physician about the leg pain and had 3 x-rays to determine the problem. In response to the inquiry for circumstances that led to the leg pain on (B)(6) the patient reported ¿no problem found!¿ in response to the inquiry of if the leg pain was the same or different from the leg pain the patient had 2-3 months prior to the implant the patient replied ¿yes. More severe.¿ the actions and interventions taken to resolve the leg pain were that they turned the unit off and the patient stated they did not know the cause of the leg pain. In response to the question that asked the patient to specify why they used a wheelchair and if it was a pre-existing or unrelated condition or if the wheelchair use was due to the device or therapy, the patient underlined the word ¿device.¿ there were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. A report was received from a friend or family member of the patient that gave conflicting information. Caller reports 2-3 months ago patient was having awful pain in the back of her legs. On (B)(6) 2019 the patient started having the pain in the legs again. Patient went to see their healthcare professional hcp. Caller told the nurse that he raised stim and it did not help and he then ran every channel down to zero. When caller took the programmer away from patient she felt a sharp pain. The caller then stated that the patient did not have any problems since then. Last night patient started having the pain and she was crying; she was hurting so bad in her legs. About 3:30 am they finally got her to bed and she woke up crying. Caller ran everything down to zero. Caller says last night was terrible. He says he could have cut her legs off and she would feel better. Patient services asked if patient thinks the pain is from the stim, and the caller says yes, patient thinks it is from her device. The nurse told them if it is down to zero patient is not getting anything and pain is not supposed to happen. Caller disagrees. Caller says this problem with pain was not until she had interstim. Caller also reports he has to take the patient to the bathroom every 15 min. Patient is in the wheelchair now. Patient services had caller use the programmer and connect which shows ins is on and patient is at 0.05 v in p 2. Patient services suggested caller can try to completely turn stim off and see if the pain goes away. Caller then turned it down to 0.00 v and patient still felt pain, she was still hurting. Patient services reviewed if pain is still there with ins being off it is unlikely to be related to device but the caller thinks the stimulator is doing something to the patient and causing the pain. Caller says he is going to leave the ins off. They have called the hcp are waiting for a call back. On (B)(6) 2019 the initial reporter explained that the patient was not in a wheelchair and can walk, they had considered a wheelchair because the pain was so extreme. A week after implant the patient started having sudden leg pain, like a shock. They have tried all 4 programs and the patient still has pain in their leg. An x-ray was taken (results unknown) and another x-ray is needed, caller did not know when or why. No further complications were reported or are anticipated.